Event description:
It was reported to boston scientific corporation that a pelvic floor repair kit with uphold lite was used during an anterior repair procedure performed on (B)(6) 2014. According to the complainant, the physician did not clip both sutures to release the sleeves. Upon sleeve removal, the mesh arm tore. The physician decided to remove the device and another uphold lite was implanted. The case went fine and the patient was well after the surgery. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product was not returned; therefore a physical evaluation of the device could not be performed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. The directions for use for the device precautions the user to ¿avoid excessive tension on the mesh during handling and positioning to prevent damage to the device¿. Therefore, the most probable root cause for this complaint is operational context, as procedural factors most likely limited the performance of the device.